Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The requested data logs have been received for investigation. The customer states that the system is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 compared to results on a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data logs provided by the customer. The co-oximetry functionality appears to be working as intended. For the sample in question (63 g/l) the spectrum appears normal in shape and the thb value reported is consistent with the absorbance measured. Immediately prior to the sample in question, the system detected a clot resulting in a d39 obstruction error followed by a d23:9 fluidic event. If a partial remnant of this clotted event was in front of the sample chamber after the event, the amount of red blood cells entering the sample chamber from the next specimen could have been affected. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before analysis on the blood gas system. As far as the aqc, all thb and co-ox fraction results were well within the expected range and matched the target mean per level. It is not known with certainty if the low thb value has occurred due to the pre-analytic condition (insufficient mixing) or from the clotted event.